Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis, chest pain, myocardial infarction (mi), ventricular tachycardia, back pain, shortness of breath, fatigability, weakness, and restenosis occurred. The pt was originally at the hospital for a gallbladder procedure and began to experience chest pain and related cardiovascular symptoms. He had stopped taking his plavix and aspirin seven days prior for the gallbladder intervention. The pt later requested to be transferred to another facility and underwent a cardiac catheterization procedure which identified 90% stenosis in the right coronary artery (rca) distal to a previously deployed stent at the bifurcation into the posterior descending artery (pda) and diagnosed an acute myocardial infarction. The lesion was predilated with a 2.5x15 mm maverick balloon. A 2.50x20 mm taxus express2 drug-eluting stent was deployed in the rca. A kissing balloon technique was performed with a 3.0x15 mm quantum balloon. Additional dilatations were made with a 2.0x15 mm maverick balloon. Stenosis was reduced to 5%. Medications given include: heparin and nitro. Approximately 48 hours post the initial procedure, the pt experienced chest pain and was transported to the hospital. The pt underwent angiography which revealed the previously placed taxus stent had become thrombosed and the pt had suffered a 2nd mi. Two 2.0x15 mm maverick balloons were inflated multiple times, to 12 atm, which resulted in the return of timi flow 3. A 2.5x24 mm taxus drug eluting stent was deployed in the 80% stenosed distal portion of the previously placed rca. The proximal stent margin was lined up with the previously placed stent. Post dilatation was performed with a 2.5x15 mm quantum maverick balloon in the mid portion of the stent. The stenosis was reduced to 0% with timi 3 flow. The pt developed an episode of ventricular tachycardia which lasted about three minutes. The pt was hemodynamically stable during the event. Medications given include: heparin and integrilin. The pt was discharged two days later. Six months post the initial stent placement, the pt was seen by the physician for chest pain. He is experiencing two types: a sharp stabbing pain that occurs without relationship to activity and is brief in duration and a heaviness that occurs primarily at rest which is relieved by nitroglycerin. Cardiac catheterization is to be performed in the future. Thirteen days later, the cardiac catheterization procedure identified 80% restenosis of the proximal and distal ends of the previously deployed stent. A 2.75x32 mm taxus express2 drug eluting stent was deployed overlapping the previously placed stent in the mid-distal rca. A 3.00x16 mm taxus express2 drug eluting stent was deployed at the proximal edge of the 'old stent' covering the proximal lesion. The stenosis was reduced to 0% with timi 3 flow. Medications given include: heparin and integrilin. The pt was discharged the following day. Three days later, the pt presented with chest pain. Angiography identified stent thrombosis in the stented mid rca. An inferior wall mi was diagnosed. A non-bsc aspiration catheter was to perform an embolectomy to the mid to distal rca. A 3.5x16 mm liberte bare metal stent was deployed in the mid rca. Residual stenosis was treated with a 4x15 mm quantum ranger balloon. The stenosis was reduced to 0% with excellent flow. Medications given include: heparin, aspirin, and plavix. The pt was discharged the following day. Thirty days later, the pt was seen by the physician for sharp substernal chest pain which is not relieved by medication. No treatment was performed. Three months later, the pt was seen by the physician for chest pain, back pain, shortness of breath, fatigability and weakness. No treatment was performed. Four months later, the pt was seen by the physician for bouts of interscapular pain, similar to his prior angina. Cardiac catheterization is to be performed in the future. Nine months later, the pt presented with chest pain. Angiography identified 95% focal stenosis in the mid portion of the stented segment and a longer 80% in-stent restenosis in the distal segment. The mid and distal portions of the rca were predilated with a 3.5x20 mm maverick balloon. A 3.50x23 mm promus drug eluting stent was deployed in the distal lesion and a 3.50x18 mm promus drug eluting stent was deployed in the mid portion. The stenosis was reduced to 0% with excellent flow. Medications given include: heparin and reopro. The pt was discharged the following day.